Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 161.7 mcg/ml at 59.98 mcg/day, clonidine 189 mcg/ml at 70.11 mcg/day and fentanyl 5000 mcg/ml at 1854.8 mcg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The healthcare provider reported that the patient had an MRI several days ago but never had the pump status confirmed post MRI. Over the weekend the patient began experiencing symptoms of ¿a lot of pain,¿ withdrawal and was admitted. The day of the report the patient was being transferred from the facility they were at to the clinic and the pump status would be confirmed. The healthcare provider stated that the patient thought there was something wrong with their pump.

Manufacturer narrative:
The initial MDR should also have included (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.